Manufacturer narrative:
(B)(4).

Event description:
It was reported that a motor stall had occurred with no recovery on (B)(6) 2011 and confirmed in the event logs. A tube set error message was also noted. The hcp was considering to put off the pump to avoid alarms. It was later reported that the patient was being weaned off of drug and they were considering of not using the pump any longer. The drugs in the pump were bupivacaine and fentanyl. Additional information has been requested from the physician, but was not available as of the date of this report.